Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop has air in filter. Pt. Attached to cadd pump infusing IV antibiotic that is scheduled every 8 hours. When patient noticed air in purple PICC lumen that cadd tubing was attached to. Air filter malfunction. No patient adverse events.